Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: there was no evidence of a short battery life or any activity outside of normal use found in the black box. The returned battery cap and cartridge cap were used to complete the investigation. The pump "ez-prime¿ steps were performed correctly; no alarms occurred during the investigation. All current draws were found to be within specifications. Product analysis was unable to duplicate the ¿short battery life¿ complaint. The pump cover was removed for further investigation and no intermittent conditions were found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the initial complaint, the display contrast was found to be dim and pinkish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).